Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the user was asked if they experienced complications using the foley catheter, user stated they experienced pain, hematuria, incontinence, bacteriuria, epididymitis, bladder cancer, bladder perforation, idem, bladder stone(s), catheter blockage, leakage and retained fragments from the catheter. It was unknown what medical intervention was provided.

Event description:
It was reported that when the user was asked if they experienced complications using the foley catheter, user stated they experienced pain, hematuria, incontinence, bacteriuria, epididymitis, bladder cancer, bladder perforation, idem, bladder stone(s), catheter blockage, leakage and retained fragments from the catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.